Event description:
Reportable based on device analysis completed on (B)(4) 2015.   It was reported that crossing difficulties were encountered. The 90% stenosed, 28mmx3.0mm target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 3.00x24mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.   However, returned device analysis revealed distal stent damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent was damaged at its distal end. The struts on the two most distal rows were distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient and the damage may have been aggravated further during the withdrawal of the device. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).